Manufacturer narrative:
Findings: the reported problem could not be duplicated on eval; however, it is not possible to rule out the attachment as having contributed to the reported problem. The attachment was worn and missing its color band and laser etching. The attachment was evaluated by cutting on wood with the returned motor and attachment. The attachment bearings were noisy at 70,000 rpm. Excessive tool chatter was not observed. It was noted that the attachment had been in service since 12/2002 with no history of repair. The likely cause for the reported event is failure to properly maintain and service the attachment. Instructions for preventive maintenance are included in the legend preventive maintenance/ service manual. The service manual includes specific directions for inspection of the etching and color band, as well as for excessive wear. The user is instructed not to use the equipment if these conditions are noted and to return the attachment for service. The maximum allowable interval for preventive maintenance is 6 months, and all attachments are required to be returned for repair at 12 - 24 months based on level of usage. This attachment has been in use for 51 months with no record of repair.

Event description:
During anterior cervical procedure, excessive chatter occurred resulting in damage to the cervical endplates. Corpectomy was required as a result of the endplate damage resulting in prolonged surgery.